Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2018 that the customer¿s telemetry patient experienced a ventricular arrhythmia that was not captured by an alarm.

Manufacturer narrative:
Spacelabs has conducted an investigation into the occurrence. Upon investigation, findings show that the patient had 20 episodes of ventricular tachycardia during the 48 hours surrounding the event in question. One of those episodes did not generate an alarm due to the similarity of the waveform of that particular run of ventricular tachycardia to the patient¿s baseline, dominant waveform. The xhibit central station with telemetry operations manual addresses the known risk in patient monitoring systems in a warning that reads: ¿no computerized interpretation of patient data can correctly detect and classify a medical condition 100% of the time. Use sound clinical judgment when monitoring your patients.¿ spacelabs field service engineer (fse) has conducted testing of the system and has verified that it is working as expected. This report is complete and this particular issue is considered closed.